Manufacturer narrative:
Batch review performed on 07 november 2022: lot 170078: (B)(4) items manufactured and released on 31-may-2017. Expiration date: 2022-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 years 10 months after the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.